Event description:
It was reported that the caller reported that the controller was not taking a charge and the issue began today. Caller reported that the implant charges up just fine but the controller is not charging and is broken. Agent asked if the ac power supply cord had any visible damage and if the green light was on the plug-in box; caller confirmed no damage and that the green light was on. Agent walked the caller through an ac power reset of the controller; caller stated that the controller did not power back on. Caller noted that they thought that maybe something was internally wrong with the ac power supply cord and requested that a new cord be sent. The issue was not resolved. An email was sent to the repair department to replace the controller and ac power supply cord.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 97745nt (serial: (B)(6)); product type: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745nt, lot#/serial# (B)(6) was returned for analysis and found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.